Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, prime, basic occlusion and occlusion test. No error alarm noted. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer's blood glucose was 160 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.